Event description:
The inflation tube disconnected from the endotracheal tube within 24 hours of initial intubation while inserted. The initial endotracheal tube was extubated and patient was reintubated.

Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. Patient involvement as the inflation tube falling out could cause hypoxia. Based on this information this is a reportable event. Complaint confirmed with photo. Root cause is likely that not enough solvent was used. Reviewed the complaint history for the 24 months preceding the complaint reporting date. There were 7 complaints about the part in that timeframe. None were for this issue. There is no trending issue. Sent complaint info to supplier and received their root cause investigation. Performed risk analysis with RMA-20024b. The complaint has an associated severity rating of (B)(4). Sent resolution to the customer.

Event description:
The inflation tube disconnected from the endtracheal tube within 24 hours of initial intubation while inserted. The initial endotracheal tube was extubated and patient was reintubated.

Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. Patient involvement as the inflation tube falling out could cause hypoxia. Based on this information this is a reportable event.